Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the patient¿s skin had redness, pain, irritation and itchiness. It was reported that after the sensor was removed, the area continued to itch and took a month to heal. Once healed, the itching stopped but a dark discolored scar in the shape of the sensor patch remained. No additional patient or event information is available.